Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown abutment was not returned. Visual inspection of the unknown abutment couldn¿t be performed since the device was not returned. However, the associated product was returned and functionally tested. It was determined that the internal threads were damaged and rounded. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the healing abutment would not seat properly. The implant was removed and bone grafted site. The reported complaint was confirmed since the implant failed to retain an applicable cover screw due to damaged internal threads. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Catalog and lot number unknown / not provided. PMA/510(k) number unknown.

Event description:
It was reported that the unknown healing abutment would not seat into the implant properly. The implant was removed and tooth site bone grafted.